Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) performing the installation, replaced the drive manifold and ran associated tests with zero failures. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During installation of a cardiosave intra-aortic balloon pump (iabp), performed by a getinge field service engineer (fse), the unit failed the drive manifold test out-of-box. There was no patient involvement.